Event description:
A user facility nurse reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro (mtf) machine. An "access pressure low" alarm was received approximately 24 minutes after treatment initiation. The dialog box flashed on the screen and was not available long enough to confirm the alarm. The dialog boxes could not be reached separately as there were no other tabs visible or available. The alarm could not be resolved. Treatment could not continue. The patient's blood was not returned. The patient's estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention was reported. Machine files were request for review by the manufacturer. No additional information was provided.

Manufacturer narrative:
Plant investigation: a physical evaluation was not performed for this case. However, machine files were provided to the manufacturer for review. The manufacturer confirmed that several lower access pressure alarms were received during the treatment. It was only acknowledged with a reset of the alarm windows. Scale problems also occurred several times. After a message was received indicating that the application time of the hose system had expired, the user selected to end treatment. It was also indicated that the blood pump had been stopped for too long and that there was a risk of clotting. End of treatment was still selected and the mains cable was disconnected from the power supply. Finally, the machine was switched off with the I/o button. The described problem of two flashing dialog boxes is a known issue and will be considered within the scope of the product improvement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro (mtf) machine. An "access pressure low" alarm was received approximately 24 minutes after treatment initiation. The dialog box flashed on the screen and was not available long enough to confirm the alarm. The dialog boxes could not be reached separately as there were no other tabs visible or available. The alarm could not be resolved. Treatment could not continue. The patient's blood was not returned. The patient's estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention was reported. Machine files were request for review by the manufacturer. No additional information was provided.